Event description:
During a cysto/turp the "beak" of the cystoscope broke off & was floating in the pt's bladder. Dr was able to collect the piece that was broken off & it was visually inspected, it appeared to be a clear break & the pieces fit together appearing to have retrieved all material from bladder.